Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. Reporter phone number unknown. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power management board, central processing unit board, gas delivery system, and motor controller board and the issue was resolved. Preventative maintenance was also performed on the ventilator.

Event description:
It was reported that the unit would not power on. It is unknown if the device was in use at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 20may2019, he reported issue (no power) was determined to be caused by a terminal shorting and a missing capacitor. The root cause is physical damage to printed circuit board assembly submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.